Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optima performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and tubes, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 3/21/97 the account reported an erratic digoxin result, which was run on the analyzer. The pt was drawn at 02:00 am and a result of 0.0 ng/ml was received (sample was not retested) and reported as <0.3 ng/ml to the coronary care unit. The pt was redrawn at 06:00 and a result of 3.2 ng/ml was obtained. After receiving the second result, the pt's nurse questioned the first result. The original sample was repeated with results of 2.42/2.39 ng/ml. The pt has been discharged . The account is not sure if the pt received medication based on the first reported result and has not provided further pt info. Evaluation of the message log revealed that a probe crash occurred on 3/20/97. The account stated that a probe recalibration was performed, but could not be confirm it since pages were missing from the log. Control levers 1 and 3 were run approximately one hour prior to the pt sample and were within specified ranges.